Event description:
Baxter (B)(4) received a report that an folfusor had no flow during patient use. The device was filled with a 3000mg solution of 5-fluorouracil and 120ml of an unknown dillutent. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The device was received containing approximately 119 ml of fluid in the reservoir. It was also noted that the blue winged luer cap was not returned with the unit and a needle was attached to the unit. The reported condition of no flow was confirmed. Visual examination of the unit noted no fluid was flowing through the device. Crystallized drug was also noted blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.